Event description:
According to the customer, on (B)(6) 2025 when she was using the rollator it "tipped over" and she fell causing an injury to her "left leg".

Manufacturer narrative:
According to the customer, on (B)(6) 2025 when she was using the rollator it "tipped over" and she fell causing an injury to her "left leg". The customer reported that after the fall she required treatment at a "local trauma center", required "two skin grafts", and has been "in and out of the hospital". The customer reported that the wound is now infected. The customer reported that the rollator "left brake" does not work and the rollator is "very flimsy". The customer did not report how the rollator was being used at the time of the fall or if the reported brake issue and the product being "flimsy" caused or contributed to the fall. No additional details are available related to the customer reported issue. Despite good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. No additional details are available related to the customer reported issue. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.